Event description:
A talent captivia thoracic stent graft sys was implanted in a pt for the emergent endovascular treatment of a ruptured saccular thoracic aortic aneurysm of an unk size approx 5 weeks ago. Vessel morphology was reported as being straightforward. It was reported that the pt presented emergently and unresponsive, and two talent captivia stent grafts (MFR report # 2953200-2011-01441 and MFR report # 2953200-2011-01442) were implanted without issues; however, the pt never regained consciousness. The pt's family elected to withdraw medical treatment, and 6 days post-implantation, the pt expired.

Manufacturer narrative:
(B)(4). Eval results: (death), (pre-operative ruptured aneurysm), (implantation of the device for a pre-operative ruptured aneurysm). Eval codes, conclusions: (pre-operative ruptured aneurysm), (implantation of the device for a pre-operative ruptured aneurysm).